Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: conclusion -failure event observed during analysis. Final analysis found that the lead was received in two pieces. Insulation abrasion breaching the ring electrode cable lumen was noted at 4.8 cm to 7.2 cm from the distal end. The etfe cable coating was abraded in this region. (B)(4).